Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were not confirmed during a review of the event history log, however the log only contains few days for data entries. It is possible the air in line alarms occurred on a date before the data recorded in the log. The device did experience a reload set message during the evaluation due to low fluid readings from the upstream sensor. Low ultrasonic readings can cause false air in line alarms. The component causality determined for the observed reload set messages is also causality for the reported symptom. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.